Event description:
It was reported the patient's blood glucose level rose to 14.4 mmol/l (259.2 mg/dl) while wearing the pod between 1 and 4 hours. The patient tried to administer 3 units of bolus. When the pod was removed from the infusion site (arm), the patient noticed that pod's cannula was bent and she also noticed some bleeding at the pod site. The patient reported they did not believe the cannula was inserted into their skin. Treatment information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.